Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the healthcare provider (hcp) that patient (pt) only has a lead implanted, inquiring if pt can have MRI. Caller stated they had to abort the procedure on (B)(6) 2023 due to pt's condition, pt was having stroke-like symptoms. Caller believes lead was capped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was suddenly unable to speak during surgery which was caused by insertion of the lead which hit a vein that was not visualized in pre-operative imaging. The patient was hospitalized, had extensive physical and occupational therapy, nursing support, and went to outpatient rehabilitation. The symptoms resolved over time.